Manufacturer narrative:
(B)(6). Evaluation of complaint device was performed. Visual inspection found that the catheter guidewire lumen had been torn open. The guidewire was found still inside the guidewire lumen, but no damage was noted to the wire. The balloon was also visually inspected and no damage was noted. The balloon was inflated using the enclosed syringe. It inflated without issues. The complaint that the balloon would not inflate was not confirmed, however, the damage to the catheter is consistent with excessive removal force during withdrawal of the guidewire from the catheter. The root cause for the reported event is operational context. This failure occurs due to anatomical or procedural factors encountered during the procedure that limit the performance of the device (e.g. Tortuous anatomy). A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during the procedure, the balloon failed to inflate. The device was removed from the patient and the procedure was completed with another extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the catheter to be torn, therefore this is now an MDR reportable event.